Manufacturer narrative:
A steris service technician arrived onsite to inspect the vividimage surgical monitor and found that adjustments were required. Following the adjustments to the monitor, the device was tested, confirmed to be operating to specifications and returned to service. No additional issues have been reported.

Event description:
The user facility reported that multiple images were not displayed on their vividimage surgical monitor. No report of injury.